Event description:
A patient contacted (B)(6) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) unit during dwell 3. (B)(6) had the patient close the transfer set. The patient stated that one of her supply bags had disconnected and fell and she reconnected the bag. (B)(6) explained to the patient that if the bag becomes disconnected to never reconnect the bag, as it would have been exposed to unsterile air and once reconnected, unsterile air may travel through the lines and enter the patient's body. (B)(6) advised the patient to contact their nurse to let her know what had happened. (B)(6) had the patient cycle power and the hc alarmed with a system error 2367. (B)(6) explained that therapy had ended and assisted the patient in disconnecting and retrieving the cassette. The patient elected to complete therapy with manuals supplies and discard the setup. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the initial report, the sample was discarded.